Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was intermittently able to power on. The cause for the failure was isolated to extensive liquid contamination in the monitor. Contamination was found on connectors j502, and j1000. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event as a result of the monitor malfunction.

Event description:
03/01/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 05/15/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's monitor displayed a service code 110.